Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that a patient was using the listed device with ambulatory pump for the delivery of insulin. During use of the device, the patient developed high blood glucose levels and was taken to the ER (on (B)(6) 2014) for administration of IV fluids. Concurrently, the infusion set was removed. Inspection of the removed set discovered the cannula kinked. No permanent adverse effects to patient reported.